Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm. The customer¿s blood glucose level was 162 mg/dl. The customer states the pump was receiving failed battery alarm. Troubleshooting was performed for failed battery alarm and noticed the alarm recurred as well as the pump is off and will not turn on. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.